Event description:
It was reported the device displayed the error code 45985. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement; the issue was found during testing.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. . D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition, however, it was missing a tamper seal. The error log was unable to be downloaded. The customer stated problem was duplicated. During the investigation, after powering up, the device displayed an error code and had a constant alarm. The cause of the reported problem was due to the inoperable microprocessor unit board. It was recommended as a corrective action that the inoperable microprocessor unit board be replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.